Event description:
Ous MDR - it was reported that this cylos dr was not able to be initialized just prior to implantation. The event date was not provided.

Manufacturer narrative:
Ous MDR - during incoming inspection the observation was confirmed. The pacemaker was not interrogatable and a re-initialization was not possible. The review of the pacemaker's memory content revealed invalid memory content. The device detected the invalid memory content automatically and switched to a specified secure backup mode. In this backup mode a predefined program is active, ensuring antibrady pacing. The quality documents accompanying the pacemaker have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker. The memory content during the production at biotronik was valid. The origin of the invalid memory content is unk. It was not known whether the pacemaker was subjected to strong external fields during transport. In summary, this pacemaker did not show a sign of a material or mfg problem. The pacemaker went into backup-mode most likely caused by external influence.